Event description:
Boston scientific received information that this pacemaker and right ventricular lead exhibited an increase in rv pacing lead impedance measurements with 1,600 ohms as the highest measurement. Additional information indicated that the patient has complete heart block and the physician elected to revise the device and lead. Subsequently, it was found that the device had migrated and there was no rv lead slack. The physician secured the device superiorly in the pocket and added slack to the rv lead. The header to lead interface was appropriate. The system remains implanted and in service. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.